Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clip on the patient pack that holds one side of the controller in place broke and fell off. The patient pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the patient pack was received missing a clip; however, there was not enough evidence to confirm that the clip was broken as described in the event details. As a result, the reported clip fell off was confirmed. However, the reported broken clip could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged clips can be attributed, but not limited to wear and/or to the handling of the unit. If information is provided in the future, a supplemental report will be issued.